Manufacturer narrative:
(B)(4). The lead was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
During trial stimulation, high impedances were noted on electrode #6. The electrode was needed for successful stimulation therapy. The lead was replaced. There was no pt injury or death associated with the event. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.